Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ck-mb stat (ck-mb stat) on a cobas 6000 e 601 module. The initial result was 300.0 ng/ml with a data flag. On (B)(6) 2023 the sample was repeated with a 1:2 dilution and the result was 415.3 ng/ml. On (B)(6) 2023 the sample was repeated again with a result of 300.0 ng/ml with a data flag. The repeat using a 1:2 dilution was 600.0 ng/ml with a data flag.

Manufacturer narrative:
The ck-mb stat reagent lot number was 67155201 with an expiration date of 30-apr-2024. Liquid flow cleaning was last performed on (B)(6) 2023. Pinch tubes were last replaced on (B)(6) 2023. The investigation is ongoing.

Manufacturer narrative:
The maintenance, calibration, and qc data were within specification. The other patient samples run around the same time generated expected results. The investigation did not identify a product problem. The cause of the event could not be determined.